Event description:
On 10/18/2022, it was reported by medwatch via email that an ar-2324bct-2 biocomposite swivelock anchor was implanted in a patient in the year 2020. The patient bent over and a pop in the shoulder was heard followed by a shooting pain down the arm. Patient could not move the arm or feel two fingers for five weeks. An MRI was performed two week later, which confirmed that the anchor had shattered in the shoulder. The anchor had broken into four pieces and were removed during a revision surgery on (B)(6) 2021. For over a year, after revision surgery, patient still experiences pain in the shoulder and still cannot feel two fingers. Patient was referred to see a hand doctor for the numbness in the fingers and it was determined that the broken anchor had caused brachial plexus injury, which developed into thoracic outlet syndrome. A thoracic surgeon confirmed the diagnosis. Patient is back to physical therapy and is facing another surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.